Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of intial medwatch. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, it states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight."

Event description:
A patient enrolled in a clinical study reported a right knee stitch abscess approximately 6 months post-implantation. It was further reported that patient's right knee was revised approximately 2 years post-implantation due to tibial loosening, limited range of motion, pain and weakness. During the procedure, the tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-06097-1 / 2016-00285).

Event description:
It was reported a patient enrolled in a clinical study underwent a right total knee arthroplasty on (B)(6) 2013. It was further reported patient developed a suture abscess on (B)(6) 2014; however, no revision procedure has been reported. Subsequently, patient was revised on (B)(6) 2015 due to limited range of motion, pain and weakness.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.